Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited a possible issue as the atrial pace coincides with ventricular sense on current electrograms (egm). It was further reported that the right ventricular (rv) lead exhibited possible non capture and intermittent undersensing. Both leads remain in use. No patient complications have been reported as a result of this event.